Manufacturer narrative:
###A supplemental is being submitted for additional information. Additional products: (B)(6) ¿ controller 2.0 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02, c19 h6: FDA conclusion code(s): d15, d1105 additional products: (B)(6) ¿ battery h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 product event summary: one (1) pump ((B)(6)), one (1) controller ((B)(6)), and one (1) battery ((B)(6)) were not returned for evaluation. Review of the available autologs report revealed consistent power consumption above the normal operating range within the analyzed period; however, no high watt alarms were logged. Additionally, review of the autologs report revealed one (1) controller fault alarm logged on (B)(6) 2022 at 16:46:44, indicating an issue with the internal battery. Of note, based on information provided on the autologs report, the controller was in use for more than two (2) years. Also, two (2) power disconnect alarms were logged on (B)(6) 2022 at 12:52:02 and on (B)(6) 2022 at 11:30:40 involving (B)(6) . However, the cause of the power disconnect alarms could not be determined since raw log files were not available for analysis. As a result, the reported communication error event could not be confirmed. Based on review of the autologs report, the reported high power, controller fault alarm, and power disconnect alarms events were confirmed. No vad stop alarms were recorded on the autologs report. As a result, the reported vad stop event was not confirmed. Based on the available information, it is possible that the reported vad stop was associated with the reported controller exchange. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. There was no evidence that the lubrication servicing was performed on (B)(6) . Possible root causes of the reported power disconnect alarms can be attributed, but not limited, to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the battery, packet error checking method detecting bit errors, and/or a battery malfunction. Based on the risk documentation and historical review of similar high-power events, possible causes of the high-power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 30-sep-2018, labeled for single use: no, (B)(4). Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2017/ serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 31-mar-2016, labeled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power. It was noted that the patient's international normalized ratio (inr) and lactate dehydrogenase (ldh) were within normal limits, and the patient did not have any concerning signs or symptoms. The controller exhibited a controller fault alarm attributed to the internal battery. The battery also exhibited communication errors associated with power disconnect alarms. The event was associated with a vad stop. The controller was exchanged. The vad and battery remain in use. No patient complications have been reported as a result of this event.